Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s current blood glucose level was 98 mg/dl at time of incident. The customer stated that the blinking the red light for a little bit and now its not. Customer stated that they inserted new batteries and nothing was turning on. It was reported that the display was flashing white. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display.